Manufacturer narrative:
The unit was received with a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube lip, a broken belt clip slot, broken battery tube threads, and a cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father called to report that the insulin pump was accidentally dropped and became cracked. The customer's blood glucose level was unknown. The caller was advised to have the customer remove the device and revert to a back-up plan. The customer was sent a replacement, and the device was returned for analysis.